Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to patient experiencing a blunt force trauma, an x-ray confirmed a one inch wire (not lead) coming out of the implantable pulse generator (ipg). The ipg remains in use and is functioning as programmed. No patient complications have been reported as a result of this event.